Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images to confirm the reported event. Even though root cause cannot be confirmed, reported information suggests surgical technique may have contributed to alleged event. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels. Rarely, some complications may be fatal." Intra-operative warnings: "the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "To minimize the risk of damage to nerves and segmental vessels & creation of psoas hematoma, the following four steps are advised in techniques where fixation shims are used. Identify where the screw will engage the spine. Visually check for nerves and segmental vessels." No product malfunction reported.

Event description:
On (B)(6) 2019, patient underwent an extreme lateral interbody fusion procedure at l1-l4 levels using coroent xl. As per reporter post insertion of the cage, patient¿s vessel was damaged. No allegation of product malfunction was reported.